Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery did not last as long as it used to be, and patient received low and replace battery alerts frequently. Patient stated that there was no damage to the battery cap and the battery setting was correct. Review of alarm history showed multiple low and replace battery alerts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low battery and replace battery warnings. In addition, there were multiple records of partially discharged batteries being installed. The investigation did not find any damages to the battery compartment. The battery cap was not returned. A test battery cap was able to tighten properly and the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose components was found in the pump interior. The investigation confirmed but was unable to duplicate the reported power issue.